Event description:
It was reported that the patient's ipg was no longer working as intended. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg was no longer working as intended. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 18878589, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19599402, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 20100996, UDI: (B)(4).